Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer tried to press esc and act to clear the alarm, but it did not work. The customer's blood glucose was unknown. The customer stated that she did not press any button for three minutes or longer. Advised customer to discontinue use of the pump and revert to manual injections until replacement insulin pump arrives. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.